Manufacturer narrative:
Enduser was walking outside her home and did not realize that the basket had become dislodged. The basket later fell off the rollator and she stepped into and fell onto her shoulder and fractured it. The shoulder required surgery to repair it. We are currently evaluating design options for the hook section of the basket. This incident was not caused by a product defect, but rather from user error. We have not had reports of any similar incidents. However, due to the serious injury that resulted, this medwatch is being filed.

Event description:
According to enduser, she had placed her mail in the basket of the rollator. When she took the mail out, she apparently dislodged the basket but did not notice. Later, while ambulating with the rollator, the basket fell out. She stepped in it, and fell subsequently, landing on her shoulder and breaking it. The shoulder required surgery to repair.